Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The cgm was 71 mg/dl and the patient reported that the insulet omnipod5 "delivered to much insulin to his body." He experienced seizure. The parent called 911 and he was taken to the emergency department (ed). Reversal of hypoglycemic shock was not documented in this complaint. Per documentation, he "could barely remember the incident." Sometime later, the bg was 118 mg/dl while the cgm was 190 mg/dl. He was discharged after several hours. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, patient's glucose were compared and it was found to fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.